Manufacturer narrative:
Investigation in progress. No additional info available at this time.

Event description:
It was reported that, "cup revised because 1st cup was retroverted causing dislocation."